Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer had toggled between the two processors cv-1500 and cv-190 on the same cart and also confirmed that the maj-1430 was plugged in correctly. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, while using the video system center with a 180 scope no image was displayed. The issue occurred after completion of a therapeutic endoscopic ultrasound procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h4, h6, h11. The device was inspected by olympus the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: upon inspection of the cabling, the caller had to leave the room, and the issue could not be resolved, nor the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.